Event description:
Surgeon reports that after the intraocular lens (iol) was inserted, it was noted that the capsule would not support the lens and it was removed. The wound was widened in order to remove the iol and an anterior chamber lens was implanted. Sutures were used to close the enlarged incision.